Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The report that the set leaked from the pump segment could not be confirmed because the product was not returned for investigation. The root cause was not identified.

Event description:
The customer reported chemo leaked about the pump from the engagement of the tubing to the upper fitment while infusing. The set was pre-primed in pharmacy and stored in the refrigeration prior to use. The leak was identified during the infusion. No harm to pt or staff was reported. Medical intervention was not required. Although requested, no addition pt or event information was provided.